Event description:
During a knee arthroscopy the user states that the pump ran at maximum without anything being pushed on the console. The surgeon noticed swelling of the knee and aborted the case. The pt was discharged the same day as event after the swelling went down, and will be rescheduled for surgery. Also the facility states the following day the pt was seen in the surgeon office and had no injuries.